Manufacturer narrative:
The tandem t:slim x2 pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from the 300's-340's (mg/dl). To address bg levels, the customer delivered a correction bolus. System check was performed and showed that the customer uses humalog insulin in the cartridge. Reportedly, prior to changing the cartridge, humalog was being used for three days. Additionally, the customer's health care provider (hcp) recently decreased the basal settings. The contact reported that the customer recently started using the pump ((B)(6) 2016), and hcp was trying to find the ideal basal rates for the customer. Additionally, it was reported that when the customer requested a correction bolus, the pump recommended less insulin than expected. Tandem technical support explained the bolus feature and the criteria's that the pump takes into consideration. Recommendation was made to upload the pump data for further review; however, the pump data was not uploaded. During a follow-up email on (B)(6) 2016, the contact stated everything was great and the customer no longer had any issues.